Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for an unrelated issue. Upon interrogation, the implantable cardioverter defibrillator exhibited noise oversensing on the right ventricular lead. The device charged but no inappropriate shock was delivered. The lead and device were replaced. The patient experienced no adverse consequences from the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.